Event description:
Facility reports that while transferring a resident on a viking patient lift and using a sling (not manufactured by liko), that the sling strap broke dropping the resident to the floor. Resident was sent to the hospital for evaluation and returned to nursing home with no injuries.

Manufacturer narrative:
Distributor visited the facility on august 9, 2007 and inspected the lift and sling used in the reported incident. The liko viking xl lift was found to be in perfect working order and was not removed from service. The sling used in the transfer was not a liko manufactured sling, and therefore was not designed, tested or approved for use with a liko patient lift. The manufacturer - liko ab - strongly discourages the use of non-approved slings and accessories with their equipment.